Event description:
It was reported that the image on the subject device did not display. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer¿s allegation could not be confirmed. Therefore, the cause of the failure could not be determined. Although the customer reported failure could not be confirmed, based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. In addition, the device evaluation found a cracked connector and water intrusion in the cable and camera unit. The most likely failure of the cracked connector and water intrusion was attributed to component failure. However, its unknown what caused the components to fail. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
It was reported that the image on the subject device did not display. There were no reports of patient harm.

Event description:
It was reported the camera head image did not display, the connector was cracked, and the cable had water intrusion. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.